Event description:
Received info stating that the customer's fill estimate was inaccurate. The customer's blood glucose was impacted. The customer was using cold insulin.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge, the customer used cold insulin. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.